Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the instrument was broken during operation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: our investigation of this instrument has shown that the threaded tip is broken off. It is likely that too much applied mechanical force caused this damage. We know that this design is rather delicate therefore it is important to follow the operating procedure instruction in order to eliminate such occurrences. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.